Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead incurred fractured. Additional information received indicating that the fracture was discovered during routine follow up. Moreover, increased in impedance and threshold accompanied with noise was noted. This is rv lead was surgically abandoned. No additional adverse patient effects were reported.